Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
The customer is reporting that this unit has shut down unexpectedly in two separate procedures. "Twice today the PICC machine has shut down with battery power still left. First time after I was already done with a line. Second time was during a line insertion." This file is for the second event occurrence.